Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble with the recharger and recharging the implantable neurostimulator (ins). They were trying to recharge the ins currently and it was very slow; the ins only increased 30% and they had been recharging the ins for an hour. The patient started recharging the ins when the ins battery was at 30% and the ins battery was only at 60% during the call and they could usually recharge the ins fully in an hour. Their wife would place the recharger over the ins with a "patch thing" and they could usually "hit it right on" and then they could sit back and recharge the ins. The controller was displaying "recharging excellent", however they could tell that it really wasn't recharging excellent because of how long it would take to recharge the ins and how hot the recharger would get. There was no apparent damage to the recharger. They probably wouldn't be able to recharge the ins completely and that the ins battery would run down and the patient asked if the ins would just be dead; information was reviewed. A replacement device was requested.